Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was the patient reported they had a biopsy, then they corrected themselves that it wasn't a biopsy but it was a "nose procedure" to remove something deep in the skin and when they were doing the incision, their "groin reacted to the cauterizing device." Patient stated "in other words, the probe was picking up a spark" (shocking them in the groin) "and believe me, you don't sit still for that." Patient stated they hadn't known to warn the team doing the procedure about using "cautery". Patient stated their health care team was able to change the cautery device to a low power- handheld cauterization device and then their implant did not react in the same way. Patient services asked the patient when the shocking had occurred and the patient stated "I'm uncertain, I'm going to say it was probably about 4 months ago, in late 2024" but noted they were unsure on the exact date in 2024. Patient stated then they had to have their pacemaker replaced so they warned the team when they were on the operating table and told the team "are you guys aware if you use cauterization, I've had this shocking reaction in the past?" Patient stated everyone at the pacemaker procedure started talking about cancelling the procedure but they didn't listen to the patient's warning and patient wondered if that was risky. Patient stated something "a little strange" then happened: the hcp got the hospital's technician and they brought out a "metal plate about 10 inches by 6 inches that had a ground strap" and placed it at the patient's belt line and told the patient it would prevent "spark transmission between the two devices". Patient services reviewed guidelines for electrocautery in the patient therapy guide and reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider(hcp) to check the device/therapy and to discuss their concerns about the shocking experience. Patient stated they'd already had a healthcare provider (hcp) appointment scheduled but it was cancelled because of the cost and the distance for the patient to go. Patient stated it was rescheduled for (B)(6) 2025. Patient stated they would bring up their concerns with the doctor at that time. Patient services wanted to note that at the top of the call, patient was asking about the model numbers they had on cards in front of them for a "5086 probe." Patient services reviewed with the patient that this model number was associated with their pacemaker and offered to warm transfer patient to the cardiac team but the patient declined. Patient services reviewed model numbers for their interstim device and the patient stated they didn't have those numbers and that they'd never gotten an ID card for their interstim device. Patient services offered to warm transfer the patient to registration to confirm registration information and to request an ID card and the patient declined. Patient inquired about therapy indications for bowel and stated they were interested in the therapy for the bowel. Patient services reviewed indication information with the patient and device description/function with the patient and redirected the patient to discuss their interest in therapy for the bowel with their hcp. Patient also said they wanted to say "in jest" that they told their hcp that if the manufacturer could develop the same kind of device but for erectile dysfunction, their hcp could work for another year and then buy a yacht and retire. Patient services redirected the patient to continue working with their hcp. Patient stated they would talk to their hcp about programming and stimulation levels at their next appointment and also have the hcp check their implanted system. Patient reported medical history: that they'd had prostate cancer in the past and it was a "targeted treatment" but they'd since learned there was no such thing as "targeted" as there were certainly things that became collateral damage that they hadn't intended to target due to the treatment. Please note this patient was difficult at times to follow and patient services did their best to document the reported information. No further action was taken by patient services.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the medical professionals used a cauterizing device and at one point patient told them to stop using it because they were feeling a response down in their groin and it was the same kind of response they get from the implant when the stimulation was too high. The patient reported that they felt unexpected stimulation in their groin. Patient confirmed therapy was turned on while they were getting the surgery. Reviewed electrocautery guidelines. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that during the procedure that had the emi interaction, it caused pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.